Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long, or installing the implant too deep.

Event description:
During an investigation in june 2018, it was discovered that a patient had a previously unreported revision procedure in (B)(6) 2015. The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The surgeon determined shortly after the initial procedure that the most superior positioned implant may have been impinging on the nerve root. Approximately two weeks after the initial procedure, the surgeon performed a revision procedure where he removed the superior positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.